Event description:
Patient's doctor contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event on (B)(6) 2015, leading to a loss of consciousness and their receiver was having intermittent audio output. The patient's wife heard the alarm, woke the patient up, and gave the patient a lantus injection. There was no medical personal needed. The patient is currently in good health. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. However, a root cause cannot be determined for the reported intermittent audio output, hypoglycemia, or loss of consciousness.